Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element china clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented with silent ischemia and was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in proximal right coronary artery with 80% stenosis and was 22mm long with a reference vessel diameter of 3.50mm. The target lesion was treated with pre-dilatation with placement of 3.50x24mm promus element ¿ study stent. Following post-dilation, the residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with isr in proximal rca and was hospitalized on the same day. Medications were administered to treat the event. In (B)(6) 2015, the outcome of the event was considered to be recovered/resolved and the patient was discharged on the same day.